Event description:
It was reported that the deep brain stimulation implantable pulse generator patient programmer would not read the stimulator, and the patient programmer displayed repeated error messages, including "keep over and over again" and an image resembling a bomb and the device. The patient had a damaged patient programmer antenna cord and was unable to connect to the implant with the antenna attached but was able to connect without the antenna. The patient stood for ten minutes attempting to connect to the implant. The issue had been ongoing for approximately a month. The patient was instructed to unplug the antenna, and a repair request was initiated to replace the damaged patient programmer antenna cord. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.